Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an event of infusion set breakage on 19-jul-2024. The site of insertion was the abdomen. Breakage occurred during insertion. Infusion set was used for few minutes. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.